Event description:
It was reported that the pt initially underwent a procedure to fuse c2-7 using posterior fixation and cable at c2-c7 and c3-c6. It was found that the set screw was loosening at left c2; therefore, the rod was off from the pedicle screw post op. The revision surgery was performed approx 9 days post op. At the revision surgery, c2 set screw was replaced. The rod was bent to re-apply to left c2. The third crosslink was added at the revision surgery. The surgeon stated that the rod came off because the rod and the screws may not have implanted orthogonally against each other.

Manufacturer narrative:
(B) (4). This part is not approved for use in the united states; however, a like device catalog # 6950305, 510k # k042498 was cleared in the united stated. Neither device nor film of applicable imaging studies was returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. The pt underwent a revision surgery.